Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: lot number: 0001223054, 0001226191, 0001226212 (potential lots). D4: expiration date: 14aug2026, 18aug2026, 21aug2026. D4: UDI: (B)(4). D6b: explanted date: device was not explanted. H4: device manufacture date: 14aug2025, 18aug2025, 21aug2025. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the hemostasis sheath, locator, and packaging. The device was visually inspected and found to have been in unused condition. The locator and hemostasis sheath were returned fully mated. The distal tip of the sheath was inspected and was found to have been deformed. No other damage or issues were identified. The locator and hemostasis sheath were returned fully mated. The distal tip of the sheath was inspected and was found to have been deformed. An investigation was requested from the manufacturing facility due to the deformation observed at the distal tip. The investigation was performed, and a corrective and preventative action was opened for further investigation. As a result, the complaint was confirmed for a sheath deformation. The exact root cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Terumo medical corporation received the following information: it was reported that there is a gap at the transition of the angio-seal sheath and the arteriotomy locator. The physician used a 6fr dilator prior because he said he could feel the sheath "catching". There was no bodily harm caused to the patient and the patient remained in stable condition. Hemostasis was achieved with the device. There was no blood loss. The type of procedure is unknown. The procedure sheath size used was a 5fr. The user did not have difficulty inserting the locator into the hub. There was audible click on mating. There was tactile feedback after mating. The user attempted to mate the locator and hub just once. The locator did not separate after mating with the hub, and it was not too loose to stay in place. There was no noticeable damage to the device.